Event description:
It was reported that the system monitor screen froze. This happened several times in the course of a week. The system monitor was turned off then on again to reboot which resolved the frozen screen issue.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen being unresponsive and not updating, was not confirmed when the unit was checked by technical service. The system monitor operated properly. No issues were observed or duplicated. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in feb2019. The packaged system monitor was placed into inventory on 19feb2019. The unit was shipped to the customer on 03apr2019. There were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module) and heartmate ii left ventricular assist system (lvas) IFU (rev h p.4-5 - system monitor setup). No further information was provided. The manufacturer is closing the file on this event.